Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the insulin pump received pump error alarms. Customer was able to clear the alarms and also rewind insulin pump. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
Retainer = black. Customer returned device for alleged pump error 15 and post-reset ram crc alarms found on (B)(6) 2022. The device passed the self test and the displacement test. The pump was successfully downloaded using thump. No the critical block and inverse critical block did not add to zero alarm or unexpected post-reset ram crc alarm noted during testing. A review of the history file reveals on (B)(6) 2022 at 10:19 the pump alarmed the critical block and inverse critical block did not add to zero (line number 442 file number 38) followed by a post-reset ram crc alarm after pump restart. Fault 15 is inverse_check error rfd critical data consistency check failed and fault 23 is post_reset_ram_crc ram critical data check fails during system start up. This fault often happens if device restarted without safe shutdown. The pump was cut open to perform a visual inspection. No damage or moisture damage on the electronic assembly (electric board), motor, or force sensor noted. The critical block and inverse critical block did not add to zero and post-reset ram crc alarm are confirmed, faults are isolated to the hardware. A test p-cap does lock into place inside the reservoir compartment properly. The following were noted during physical inspection: scratched case and pillowing keypad overlay. The critical block and inverse critical block did not add to zero and post-reset ram crc alarm are confirmed, faults are isolated to the hardware. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.